Event description:
Information received from a parent of the patient. Patient experienced "severe pain", redness and swelling" in the left eye. Per the patient's parent, the patient was diagnosed with a "severe infection in the left eye". Unable to obtain any further information at this time. Based on the limited information received, this injury will be reported as a serious injury as worst case. A lot history review was completed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterlilization requirements were successfully completed.

Event description:
Initial report submitted as a serious adverse event based upon information received from a patient information has subsequently been received from treating ophthalmologist. Treating ophthalmologist indicates the patient did not have a serious adverse event. A letter received from the ophthalmologist via fax in 03/2006 indicates the patient presented 01/09/2006 with a "red, irritated left eye. The irritation manifested itself the day before. Patient had been wearing contact lenses at the time of the office medical visit." "The external evaluation via biomicroscopy revealed marginal corneal ulcers in the left eye. No cells and flare were noted, however, in the anterior chamber. Aggressive treatment with zymar was prescribed. The next day follow up visit revealed significant corneal healing. The redness, pain, and ittitation were significantly better. It was suggested that contact lens wear be disontinued until the cornea has completely healed." Ophthalmologist's office reported the diagram in patient's chart depicts a "peripheral corneal ulcer at 9 o'clock." No further information is available.